Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect. Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: since no product or images are received, evaluation is based on the description solely. No conclusion on why the (B)(4) entangles with the filter hook can be drawn based on the description. Due to following precaution in the IFU for the gtrs, it is evaluated that the lack of warnings in the IFU about the possibility of snaring the secondary filter legs is not essential. Precaution: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: when the physician was trying to snare the filter, the retrieval loop snared two of the secondary struts. To remove the snare from the struts caused the two secondary struts to be pulled upwards, the patient is asymptomatic and does not want the filter to be removed but the physician would like to highlight that there are no warnings in the IFU about the possibility of snaring the secondary struts with the retrieval snare. Patient outcome: unknown as information was not provided.